Event description:
It was reported a patient underwent a total knee replacement procedure on (B)(6) 2023 and topical skin adhesive was used. Adverse event (blisters) after surgery with adhesive. They used eosin after vacuuming the content. Medication for the phlyctaena. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --yes. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Check photos, please. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study? Unknown. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure date (dd/mm/yyyy)? (B)(6) 2023. What date did the reaction occur on (dd/mm/yyyy)? 1 day later. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Total knee replacement. If medication was required, please clarify if it was prescription strength. No. Can you identify the lot number of the product that was used? No. What is the most current patient status? Patients are ok. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? No. Was there any medical or surgical intervention performed to treat the blister (product removed; re-operation; re-closure; prescription medication)? If so, please specify: no. They used eosin after vacuuming the content. If medication was required, please clarify if it was prescription strength. Just medication for the phlyctaena. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(6). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is it possible that blisters were caused by tension? R: don¿t know. Please clarify: they used eosin after vacuuming the content. R: yes. Were any cultures taken? Results? R: don¿t know. Please describe how was the adhesive was applied. R: by the book. According to our indications. What prep was used prior to, during or after adhesive use? R: don¿t know. Was a dressing placed over the incision? If so, what type of cover dressing used? R: just dermabond prineo. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? R: don¿t know. Is the patient hypersensitive to pressure sensitive adhesives? R: don¿t know. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? R: don¿t know. Patient demographics: initials / ID, gender, age or date of birth; r: bmi don¿t know. Patient pre-existing medical conditions (ie. Allergies, history of reactions) r: don¿t know. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? R: don¿t know. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? R: no. Product code and/or lot of product used? R: don¿t know. Current patient status. R: they are ok. Name of surgeon? R: don¿t know. What is the physician¿s opinion as to the etiology of or contributing factors to this event? R: too much dermabond. Is product available to return for analysis. R: no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.